Event description:
During the installation of the definitive baseplate, when loosening the glenosphere positioner/impactor from the implant, the connecting bar of the wheel broke off. The instrument is in 3 parts.